Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter to report regarding several system error 2240 alarms that appeared on the homechoice (hc) machine during the therapy. As a result, the patient was obliged to interrupt the therapy. No consequences were reported for the patient apart from therapy interruption.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.